Event description:
It was reported that the pt experienced had increased tightness in his leg. A volume discrepancy was noted. The actual residual volume was 16 ml and that actual residual volume was 2ml. A catheter dye study was attempted, but the radiologist was unable to aspirate drug from the catheter, so no contrast was injected. The pt was scheduled for a catheter revision. The medication being delivered via the device system was baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).